Event description:
It is reported that pt was being revised due to infection. During surgery the drivers were unsuccessful in removing the articular surface. Articular surface was not exchanged.

Manufacturer narrative:
This report will be amended when our investigation is complete.